Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer may have inadvertently cracked the pump touchscreen. The touchscreen was unresponsive. Customer's blood glucose was not impacted. Reportedly, customer reverted to using another pump for insulin therapy.